Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Cam. Three attempts were made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was there any torquing or twisting of the device present at the time of firing? Did anything unexpected happen prior to this incident? What were the indications for surgery? What was found? Does the patient have any relevant history of surgical treatments? If so, what? Did somebody other than the primary surgeon fire the instrument? If so, whom? Was there a recent conversion to ees devices in this account or with this surgeon? The analysis results found that the device was returned in good visual condition. During the first firing sequence, the cam ramp got broken causing a clip gap and making the instrument non-functional. Evidences of corrosion were noted on the broken area. The damage at ramp is most likely occurring when torque is applied to the end effector which is preceded from a potential pre-surgery device cleaning process. Although the condition of the device prevented functional testing to evaluate the reported incident, the lockout mechanism was in a condition that permitted further evaluation. During this testing, the device locked out as intended but the orange indicator was not completely visible. The indicator wheel failure is not related to the reported event. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a prostatectomy procedure, the clips would not advance. During the surgery, the two first clips were delivered without a problem, but at the third clip, the applier stopped to deliver any clip. The clip was fully advanced into the jaws prior firing. The surgeon didn't felt any unexpected resistance while firing the trigger. The surgeon didn't heard any unexpected heard. The device fired on erectile nerves. The device was fired after this incident out of the patient and the same issue occurred. The surgeon used a new device to perform the procedure. There were no adverse consequences for the patient.